Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 2004. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Ten days after the event onset, antibiotic therapy was discontinued and the patient was deemed recovered. No additional information is available.